Event description:
A malfunction alarm was reported by the customer, described as malfunction 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared, and they acknowledged this advice.